Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a procedure, the subject device was used. In the procedure, the doctor used the subject device for hemostasis, but the subject device could not stop bleeding. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the failure of stopping bleeding.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The foreign material stuck to the distal end of the subject device. The resistance between the forceps cups and the plug of the handle was high. After removing the foreign material, there was no abnormality of the resistance between the forceps cup and the plug of the handle. The subject device worked. There were no defects on the subject device. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the event occurred due to any of the following possible causes. The contact condition between the patient and the patient plate was bad. The subject device was not connected to the cord or the cord was not connected to the power supply correctly. The current density decreased due to increasing of contact area between the tissue and the subject device. The target area was immersed in blood. The target area was immersed in water. The foreign material stuck to the distal end decreased conductivity. The instruction manual of the device has described the method of connection of a code. The instruction manual of the device has already warned as follows. Pulling the tissue when applying the current.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".